Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 450 mg/dl at the time of the incident. The customer's blood glucose was 350 mg/dl at the time of hospitalization. The customer's blood glucose was 161 mg/dl at the time of call. The customer's sister stated that they experienced difficulty breathing, vomiting and headache. The customer's sister stated that they were given IV drip at the hospital. The customer's sister stated that they were off the insulin pump for over a week. The customer's sister stated that they were off the insulin pump due to out of supplies. The customer's sister declined troubleshooting. The insulin pump will not be returned for analysis.